Event description:
A false negative reaction was observed with a group a, rh-negative patient being crossmatched against a group b, rh-negative donor unit for the ahg crossmatch using the mts anti-lgg gel cards lot number 013009001-11. This occurred on the ortho provue and in manual gel during validation testing performed by the customer. Incompatible reactions were observed in the ahg traditional tube method. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
The customer did not send gel cards to mts for additional investigation, however, retained testing was performed and found to be acceptable. The customer repeated the testing using the traditional tube method and the immediate spin crossmatch was compatible (negative reaction), however, with a 2 min room temperature incubation a 2+ reaction was noted, incompatible. A complaint review indicated one other similar complaint was logged against this lot. (B) (4).